Event description:
It was reported that during implant, when attempting to screw a lead into the implantable cardioverter defibrillator (ICD), the set screw on the ICD was found to be loose and would not tighten up. The pacing lead impedance was also found to be high when connected to the ICD, but when removed from the ICD and tested, pacing lead impedance was normal. The physician attempted for 30 min to screw the lead with the device but no tightening up sound was observed. The ICD was replaced successfully and the procedure completed. The patient was stable.

Manufacturer narrative:
The reported event of a set screw anomaly and high pacing lead impedance was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was stripped and contained septum material inside the hex cavity. This prevented full insertion of the torque driver and was the cause of the reported event. The high pacing lead impedance was a result of the set screw anomaly. The set screw anomaly was consistent with having occurred during the procedure.